Manufacturer narrative:
The product lot number was not provided; therefore, the manufacturing records could not be reviewed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, the patient experienced an intra-procedure aneurysm perforation. There was no remedial therapy, medical procedure or hospitalization required to address the aneurysm rupture. The event was considered resolved the same day (B)(6) 2018. The intra-procedure aneurysm perforation was reported to be an adverse event with a definite relationship to the smart coil and unrelated to the procedure.